Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 140 mg/dl and the sensor glucose was 240 mg/dl at the time of the incident. The customer¿s had trouble in controlling the highs and lows of blood glucose. The sensor glucose value that triggered the suspend event was 60 mg/dl and suspend on low limit in sensor settings was 60 mg/dl. The customer was advised to inspect sensor to determine if it is securely taped to skin or if it has moved. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor. We performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications.